Event description:
The manufacturer received information alleging a trilogy100 ventilator would not turn off. The device was not in use on a patient at the time of the occurrence. The customer is requesting repair and maintenance. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation. If any additional information is received, a follow-up report will be filed.